Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated they were sewing and then passed out. The patient¿s grandchildren came in and found the patient unresponsive. The paramedics were called and when they arrived they started her on a glucose IV (intravenous therapy) and transported the patient to the hospital. The patient indicated that the values on the cgm and the bg meter were inaccurate and while in the hospital, her values would rise and drop. The patient was released from the hospital later in the day when she was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.